Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported it was difficult to charge/hard to charge/ pinching inside. No further information was reported.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that a patient's ins had moved again. The patient felt pinching where the battery pack is, feels like the ins is not in the right place and this is also causing difficulty positioning the ins recharger. The patient was advised to follow up with healthcare professional (hcp) to check ins location and page rep for programming. No further complications were reported. No additional patient symptoms were reported.